Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (leaking gel) has been confirmed. Upon evaluation, a pin in the electrode belt's trunk cable connector was bent. The cause for the bent pin cannot be positively identified but was likely the result of excessive force being applied with the connector was misaligned. No adverse event resulted from the defective electrode belt connector. The patient received a replacement electrode belt.

Event description:
A (B)(6) male patient's wife contacted zoll customer support to report that he is receiving constant check belt messages, and that the therapy electrode pad was leaking gel. The patient was provided with a replacement electrode belt.